Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer think it's difficult to get the flexible 4.0mm screwdrivers clean. Sales rep indicated that this was noticed by the cleaning staff and reported to the sales rep. The surgical delay was due to a new instrument set had to be open before surgery began.

Manufacturer narrative:
The returned devices matched the report but the reported event was not confirmed. As the devices had been in use for a longer time (manufactured in 2012) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended without problems reported. Deviations in the inspection documents were not found, the function was given in full on the devices at the stage of delivery. Investigation revealed no discrepancies in material of manufacturing. General cleanability of the devices in the flexible part was proved during design validation. Tests (e.g. Test report 230408cg1) confirmed, that germ reduction is being achieved significantly better with automatic (machine cleaning) as well as manual cleaning for the subject products than for comparable other critical instruments (e.g. Endoscopes). The requirements for proper reprocessing of medical devices are explicitly described in the brochure ¿instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices¿ (l24002000). Examination revealed small residuals (black particles) on the flexible part of the item received of lot code k754393. The residuals are not trapped and could be removed easily with a cotton swap and plain water. Residues on the flexible part are known and were evaluated by a medical expert. The found black particles were suspected to be incrustations of sterilized remaining body liquids like bone marrow and blood. A hemocheck-s test has been performed for detection of blood residues. The used test kit can detect 0,1 micro g of blood by showing a slight blue-green spot but the outcome was under the detectable threshold, which is supported by the yellow colour change. Based on the information given and due to above observations an exact root cause could not be determined, but in case of lot code k754393 it¿s rather related to insufficient cleaning by the user. Furthermore, there was just a slight discoloration visible on the spring of the remaining four screwdrivers. The area of the discoloration was optically inspected with a stereo-microscope. This was caused due to contact with other instrument / implants either intra-operative or during cleaning sterilization and is regarded as normal traces of use. No discrepancies were detected during risk analysis review. No non-conformity identified.

Event description:
Customer think it's difficult to get the flexible 4.0mm screwdrivers clean. Sales rep indicated that this was noticed by the cleaning staff and reported to the sales rep. The surgical delay was due to a new instrument set had to be open before surgery began.